Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during sphincterotomy for endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2016. According to the complainant, during the introduction, the physician found that the hydrophilic tip became detached, exposing the tip of the metal corewire. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual evaluation of the returned guidewire revealed that the distal tip was bent but the metal corewire on the distal tip was not exposed. The ptfe coating peeled and bent both approximately 27.5 cm from the distal tip. The complaint is not consistent with the returned guidewire since the hydrophylic tip was not detached and the distal core wire tip was not exposed. It is most probable that anatomical/procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context.¿ a DHR (device history record) review was performed and no deviation was found. A labeling review was performed and there is no evidence that the device was not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during sphincterotomy for endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2016. According to the complainant, during the introduction, the physician found that the hydrophilic tip became detached, exposing the tip of the metal corewire. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.